Event description:
Surgeon inserted new blades into the joint and began shaving and noticed dark gray, blackish-goo on the condyle. Blade was removed and another blade was used to complete the procedure without further issue.

Manufacturer narrative:
No product is being returned for evaluation.